Event description:
Pt undergoing angiography and interventional treatment for coronary stenosis. Shortly after balloon inflation pt became hypotensive. Echo showed pericardial effusion. Emergent thoracotomy performed. Pt expired.